Event description:
It was reported that the ventilator read higher peep (positive end expiratory pressure) than set. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was claimed that the device generated high peep (positive end expiratory pressure) alarm during use. Identification of issue has been done by analyzing problem description, device's logs and attached photos. The high peep alarm indicates that the measured end expiratory pressure is above the preset or default alarm limit for three consecutive breaths. High pressure may lead to injury. Alarms will be generated when set alarm limits are exceeded. According to the information provided by the technician, the issue was not reproduced and no parts were replaced. Evaluation of the received device's logs confirmed the reported issue. Based on above, the root cause to the reported issue has not been determined. The correction of fields device manufacture date and usage of device was required. This is based on the internal evaluation. Previous manufacture date: 02/23/2008. Corrected manufacture date: 02/27/2008. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref.#: (B)(4).